Event description:
The manufacturer's representative reported the pt was on vacation and experienced a "suspected bolus dose with overdose symptoms." The pump was checked and volume discrepancy of 1cc less than expected was reported.